Event description:
International affiliate reports the tip of the drill broke off from off from the device intra-operatively when the surgeon was drilling a hole for a cervical lateral mass screw. No debris was left in patient's body. Surgery was extended by twenty minutes as a result of the tip breakage. No adverse consequences were reported.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required field. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned product noted that the broken drill tip had been sectioned off and molded into a plastic cylinder. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces by the japanese affiliate¿s outsource investigator to facilitate a more detailed investigation of the fracture characteristics of the part. Results show a brittle fracture along the grain boundaries at the origin section by which an excessive load stress presumed to take place. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the 2.4 drill was conducted identifying no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The root cause of the 2.4 drill tip becoming broken cannot positively be determined. However, per the fracture analysis performed by the japanese affiliate¿s outsource investigator, results show a brittle fracture along the grain boundaries at the origin section by which an excessive load stress presumed to take place. No corrective action/preventive action (CAPA) is required as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.